Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex that had no tortuosity, but was moderately calcified. During advancement of the balance middleweight guide wire to the lesion, the guide wire tip became stuck in calcification. During the attempts to retract the guide wire, resistance was felt with the vessel and the guiding catheter became deep seated in the vessel. The guide wire suddenly released and was removed from the patient in its entirety; however, only held together by the coils. The core was separated. The procedure continued on successfully using a whisper guide wire and deployed of a 3.0x23 mm xience v stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.